Event description:
It was observed, during the device inspection. That the gynecology hysteroscope exhibited a cracked isolation beak and a missing cap unit from the tension ring. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to fields: d5, e1, e2, e3, h6 (health impact code). Additional information added to field: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be worn and tear or excessive force, as indicated by the damage pattern, which suggests thermal and mechanical induction. It is also possible that improper handling, such as impact or getting caught on another object, caused damage to the screw/cap. Additionally, wear and tear due to frequent use, age, or poor maintenance could have led to the defective sealing ring, which is likely to cause leakage on the inner shaft. Olympus will continue to monitor field performance for this device.